Manufacturer narrative:
Information was received via journal article. Please reference literature at the following location: http://www.tandfonline.com/doi/full/10.3109/17453674.2016.1162898. This report will be amended when our investigation is complete.

Event description:
It is reported that 5 patients were revised for 2 type-c fractures and 3 type-b1 fractures due to minor trauma.

Manufacturer narrative:
Device was not returned and no photos were received; therefore, condition of the device is unknown. The lot number of the product is unknown; therefore, the device history records and complaint history could not be reviewed. Compatibility could not be confirmed as part number is unknown. The reported device is used for treatment. A definitive root cause could not be determined with the information provided.

Manufacturer narrative:
Event date submitted in error.